Manufacturer narrative:
Additional information in h3, h6, h10. H10: the device was received for evaluation. A visual inspection with the naked eye noted a cracked was observed on the minicap sample with iodine surrounding the area of the crack. An under water pressure test was performed with bubbles observed; the crack had propagated through the wall of the cap. The reported condition was verified. The cause of the condition is over-tightening of the cap by the user as the cap was identified to be cracked after use. The instruction for use provided with the device states that the minicap is to be hand-tightened clockwise onto the transfer set until firmly secured. The user is also instructed to ¿avoid over tightening the minicap disconnect cap.¿ a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was found cracked about 1/8 inches from the opening which resulted in iodine leakage. This occurred during use of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.